Event description:
It was reported that at the pre-discharge interrogation following implant, the right ventricular (rv) lead was found to have an elevated threshold. X-ray confirmed that the lead had pulled back and there was a "loss of slack on the lead." The lead was repositioned the day after initial implant and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).